Event description:
It was reported that during a procedure for prolapse and hemorrhoids, after proper procedure of purse-string, the surgeon went through the cutting process. The surgeon reported that the blade cannot cut across the tissue, and the cutting motion was jammed. He tired to apply more force, but failed. Finally, he tried to remove the stapler, severe bleeding was occurred. He found that the staples are formed incompletely along the staple line; the staple line between 12 - 3 o'clock direction has formed semi b shape staples, while the other staple in other portion is still left in the stapler. The blade cannot cut through the tissue and the pph was reported failed.

Manufacturer narrative:
(B)(4) 2012. Information anticipated, but unavailable at this time. Additional information: how much blood loss? <50ml. Was the patient given a blood transfusion? Not required. The surgeon used suture to stop the bleeding right after removing the stapler.

Manufacturer narrative:
(B)(4). Breakaway washer indented. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.